Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the (B)(6) female patient with history of a urological procedure (unspecified) on (B)(6) 2017 and a planned major abdominal surgery with cancerous tumor excision on (B)(6) 2017 had a gunther tulip filter placement on (B)(6) 2017. Primary reason for filter placement was a pulmonary embolism (pe) with a contraindication to anticoagulation due to recent major surgery within 30 days. On (B)(6) 2018 (321 days post-procedure), the gunther tulip filter was no longer clinically needed and the pre-retrieval x-ray was performed. There was no filter fracture, embolization, or migration. Filter tilt was 11 = 16 degrees. The filter legs did not appear outside the column of contrast. There was no thrombus present in the filter. Retrieval was attempted the same day endovascularly with a gunther tulip¿ retrieval set and another manufacturer's snare via the right internal jugular vein. The physician had difficulty attempting to retrieve the filter because the filter's hook was embedded in the vessel wall. Subsequently, the gunther tulip filter was not retrievable via the endovascular route. No additional devices were used. On (B)(6) 2018 (353 days post-procedure), the 12-month follow-up clinical assessment, x-ray, and computerized axial tomography(CT) were completed. The filter was not scheduled to be retrieved due the previous failed retrieval attempt on (B)(6) 2018. The patient was taking therapeutic low molecular weight heparin. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. The abdominal CT revealed no evidence of filter embolization. A grade 1 filter leg interaction was reported indicating the filter strut was external but immediately adjacent to the inferior vena cava (ivc) wall, likely representing tenting of the ivc wall. Core lab analysis of the retrieval procedure venography is not currently available. Per the complainant, the filter remains in the patient. There have been no related adverse events reported. The patient remains in the study.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, manufacturing instructions, and quality control of the device as well as a photographic examination were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photographs of the device were provided by the customer. The photographic examination found no evidence to suggest that the complaint device was not manufactured according to specifications, and there were no indications that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be user technique/unintended use error which caused or contributed to the event. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was received from the customer regarding the results of the patient's 12 month follow up examination. On (B)(6) 2018 (353 days post-procedure), the 12-month follow-up clinical assessment, CT (computed tomography), ultrasound, and x-ray were performed. The filter was not scheduled to be retrieved due to a previous failed retrieval attempt. The patient was taking a therapeutic dose of low molecular weight heparin. The CT of the abdomen with IV (intravenous) contrast revealed there was no evidence of filter embolization. There was a grade 1 filter leg interaction with the ivc (inferior vena cava) wall. Core lab analysis of the CT revealed no filter embolization. The angle of filter tilt was 3.1 degrees in the sagittal plane and 5.3 degrees in the coronal plane. There were eleven grade 1 filter legs and one grade 2 filter leg interaction with the ivc wall. None of the grade 2 filter legs were associated with a hemorrhage, hematoma, or other clinical finding(s) observed at the perforation/puncture site(s). The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. Core lab concurred with the site¿s assessment. The x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 11 - < 16 degrees. Core lab analysis revealed no evidence of filter fracture, deformation, embolization, and migration. The angle of filter tilt was 0.6 degrees in the ap (anteroposterior) view and 17.3 degrees in the lat (lateral) view. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.